Event description:
Customer called for help with getting "error" message with the customers standard strip test. The complaint was confirmed over the phone. The device was replaced and the defective one returned for investigation.